Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated. The archives were reviewed but provided no additional insight regarding the cause of reported complaint. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site opted to complete the procedure without the navigation system. Additionally, the procedure was delayed by about ten minutes due to the reported issue and that the imprecision was estimated to be 6 millimeters.